Event description:
A report was received that a patient underwent a lead revision procedure, because the lead was exhibiting high impedances. The lead was replaced, and the patient was reportedly doing well following the procedure.